Event description:
Rptr claims the cable fell out of the back of the integral controller and when end user went to plug it back in, it caught fire. End user's neighbor is an aerospace engineer and has maintained the chair, as well as rewired it. No injuries reported.